Event description:
It was reported that customer experienced cgm error where cgm and bluetooth could not be accessed and no specific error number was visible. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not experience cgm error again after reset, and successfully started new sensor session.